Event description:
It was reported that a malfunction alarm occurred after the pump was worn outside during freezing temperatures. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer had not yet taken action to address the bg level but planned to administer a correction injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.